Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was undersensing and over pacing on the atrial lead. The sensing value was increased and the atrial lead was appropriately sensing. No patient complications have been reported as a result of this event.